Event description:
Device 1 of 2 (see MFR# 1627487-2010-02544). On (B)(6)2009, the patient was implanted with an scs system. Leads migrated laterally and the patient was getting rib and abdomen stimulation only. The patient was implanted with a paddle lead and is doing well now. The leads were explanted and discarded. The ipg was electively replaced as well and neither of the devices will be returning.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.